Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable pump for multiple sclerosis and intractable spasticity. It was reported that the patient¿s pump was refilled last friday ((B)(6) 2019). The patient thought they may have only put morphine in the pump and not baclofen in the pump. The drug concentration and dose rate of the pump medication was unknown. The patient also thought she heard the alarm, but it was real faint. The patient was in really bad pain. The patient¿s buttocks was really spastic. The change in therapy/symptoms occurred suddenly, and was described further as having happened quickly and was getting worse. It was further reported that the patient was currently hospitalized because she recently had surgery. They had the patient in the psych unit because she was on 4 different pain medications. The patient was contacting her managing healthcare provider and was waiting for a call back. No interventions were reported. The patient was questioning if she could die from baclofen withdrawal and how long it would take for her to die. It was reviewed at the time of the report that the patient needed to discuss her questions with their healthcare provider (hcp). Additional information was later received via a consumer on (B)(6) 2019. It was noted that the hcp told the patient that her pump was filled, but the patient still suspected issues with the pump administering drug as she continued to have symptoms. It was noted that a nurse got a hold of a company representative who was supposed to come look at the patient¿s pump. The patient had heard a dual tone alarm; however, had not heard it since. They were wondering how often the pump was set to alarm. It was being considered that this depends on the programming of pump, but that the default was 1 hour. The patient had a CT scan last week, and CT scan guidelines were reviewed at the time of the report. It was further reported that the hospital staff told the patient that no physicians were available until after holidays. The patient didn't know what to do if no physician was available. It was reviewed that this would be medical decision and the patient was redirected to their hcp and physician listings were also sent to the patient. No further patient complications have been reported as a result of this event.